Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the sub-water channel could not be identified and a definitive root cause of the issue could not be determined, however, due to an observed leak in the auxiliary water supply channel, proper reprocessing may not have been possible and foreign matter could not be removed. The event may be detected/prevented by following the instructions for use section below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit had been insufficiently reprocessed as foreign material was found in the j-tube. The unit also had several other forms of wear and tear noted throughout. Those include but are not limited to material discoloration, material deterioration, and cracking. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii colonovideoscope had a cable tear during reprocessing. This event had no patient involvement. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found in the j-tube. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.